Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was leakage at tubing event on 26-jun-2024. The infusion set has been used for two days. No further information was available.

Manufacturer narrative:
Patient country:united states patient city: (B)(6).